Event description:
New information received indicates that an asymptomatic patient presented via merlin.net transmission. Episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were noted on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Oversensing was noted on a stored egm. Programming changes were made. Dft will be discussed with the physician.

Event description:
It was reported that post-paced t-wave oversensing was noted on right ventricular lead. Programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).